Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a trial procedure on (B)(6) 2019 the physician was unable to place a drg lead due to patient anatomy. As a result, the procedure was abandoned.